Manufacturer narrative:
Results of investigation: the reported complaint was able to be confirmed and duplicated xdcr pt800 failed. The service technician replaced the main board and the reported issue was resolved.

Manufacturer narrative:
Vyaire complaint #: (B)(4). Correction: d10, h2, h6, h10. Results of investigation: the vyaire failure analysis lab received the suspected component and performed a failure investigation. The reported issue was confirmed and duplicated. The reported problem was isolated to a component failure, specifically the pt800 transducer failed. This issue was addressed with CAPA ca-2017-0206. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator experienced vent inop, motor fault, xdcr fault and low pip alarms. The events log recorded "xdcr fault occurred". A xdcr test was performed and the turb diff: 33 failed. The customer advised there was no patient involvement associated with this event.